Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to fluid loss. A surgical procedure was revealed that the source of the fluid loss was the balloon, and the cuff was large; therefore, the existing aus was removed and replaced. No patient complications were reported.